Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump error 53. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-6122. Troubleshooting was performed for pump error alarms. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed self test. Customer was not using quick bolus speed feature on an impacted pump. Customer was assisted with software upgrade. Issue was resolved, no escalation required. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-6122.

Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thump software. Unit passed the self test and displacement test. No pump error 53 alarms noted during testing. However, the history/trace download confirmed pump error 53(line number 8192 file number 5416) alarms on 08/20/2024 at 13:25:12.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The test p cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, and cracked keypad overlay. Pump error 53(line number 8192 file number 5416) alarms confirmed in the pump history/trace files on 08/20/2024 at 13:25:12.000 due to possible hardware error. Problem isolated to the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.